Event description:
It was reported that during the implant procedure the right ventricular (rv) lead dislodged during the use of the right atrial (ra) lead¿s sheath and guidewire. The rv lead was repositioned; however, it dislodged a second time within three weeks of implant. The dislodgement was confirmed via x-ray and the lead had increased pacing thresholds as well as a decrease in the r wave magnitude. The lead was repositioned and remains in use. It was noted that the patient is taking part in the product surveillance registry study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 5076-45 implantable pacing lead, implanted: (B)(6) 2013; product ID d204drm implantable cardioverter defibrillator (ICD),  implanted: (B)(6) 2013. (B)(4).